Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the svc ctr, the svc tech reported that the arterial blood parameter probe failed the standard reference sensor test. Since the event occurred during routine testing, there was no pt involvement during this event.